Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a non charging battery. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) batteries are not charging and have discharged. There was no patient involved.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) battery will not charge. A getinge field service engineer evaluated the unit and observed that the unit was not seated properly and therefore would not charge. No repair was required. Customer reported the the batteries are not charging and have discharged. There was no patient involvement.

Event description:
N/a.